Manufacturer narrative:
It was unclear which lead was replaced serial (B)(4) or lot v014257. (B)(4).

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome pain. The patient reported that their device was replaced between implant (B)(6) 2007 and today, the day of the report. She did not know when it was replaced but it was replaced because "something went wrong with it". Additional information was received from the health care professional (hcp) indicating that they did not have access to records of the patient. There was a operative report indicating that there was a revision/replacement on (B)(6) 2011. It was noted that there was a malfunction on the spinal cord stimulator (scs) lead, the lead was replaced with an octad lead with mid-surgical testing indicating good benefit. It was clarified that the patient was not their patient and that they were going to a different clinic but that this was all the information that they had. If additional information is received, a follow-up report will be sent.